Event description:
Related manufacturer report number: 3006705815-2022-13669. It was reported the patient is not receiving effective therapy due to high impedances and was unable to go into MRI mode. Reprogramming was performed. It was noted that the patient had two falls prior. Surgical intervention was undertaken on (B)(6) 2022 in which the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.